Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address acetabular loosening with possible infection. Cultures for infection were negative. It is noted that there were some cysts appreciated in the superior acetabular region.